Manufacturer narrative:
Device history review revealed nothing relevant to this event. This is the first complaint reported for this part/lot combination. The condition replaced could have been related to an adverse pt reaction. Directions for use warns pt sensitivity to the implanted materials should always be considered prior to the procedure. The cause of this event could not be determined from the info available.

Event description:
It was reported that the pt presented an inflammation and the trim-it pin had to be removed two weeks post operatively. The pt was reported to be in good condition after the second intervention. No further pt info is available from the customer. This device is used for treatment.